Event description:
It was reported the health care professional (hcp) was not able to update the pump after a pump refill. The hcp was not able to get to the update tab. Additional information received reported that the health care professional had to reset the refill alarm volume in order to update the pump after refill. No problems or symptoms were reported. The drug being delivered via the device was unknown.

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician. (B)(4).